Event description:
An issue was reported with the insulin gauge not displaying the correct amount of insulin. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and is out of warranty, currently in the process of obtaining a new device. No further action was required.